Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of 190 mg/dl using truemetrix meter and 150 mg/dl using another device. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 144 mg/dl using truemetrix meter and 172 mg/dl using truemetrix meter. The product is not stored according to specification and is stored in the kitchen. The customer also stated he has a humidifier throughout his house. The test strip lot manufacturer's expiration date is 03/17/2018 and open vial date is 11/28/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:195 mg/dl, 188 mg/dl and 190 mg/dl.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of 190 mg/dl using truemetrix meter and 150 mg/dl using another device. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 144 mg/dl using truemetrix meter and 172 mg/dl using truemetrix meter. The product is not stored according to specification and is stored in the kitchen. The customer also stated he has a humidifier throughout his house. The test strip lot manufacturer's expiration date is 03/17/2018 and open vial date is 11/28/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:195 mg/dl, 188 mg/dl and 190 mg/dl.